Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.¿

Event description:
It was reported that while using the bd plastipak¿ syringe the rubber was separated from the plunger rod. The following information was provided by the initial reporter, translated from portuguese to english: occurrence 2: he informs that the syringe came without marking on its body.

Manufacturer narrative:
Investigation summary: batch history analysis (DHR) was performed, maintenance records and quality notifications were verified, and no records potentially related to this defect were found. Analyzes of the photos and samples provided were carried out and the lack of marking on the syringe was verified, then. Bd confirms/reproduces the complaint. As no maintenance records or quality notifications were found, it was not possible to determine a probable root cause.

Event description:
It was reported that while using the bd plastipak¿ syringe the rubber was separated from the plunger rod. The following information was provided by the initial reporter, translated from portuguese to english: occurrence 2: he informs that the syringe came without marking on its body.